Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. The customer experienced a high blood glucose level that was over 600 mg/dl. The customer's current blood glucose level was 541 mg/dl. The customer treated their high blood glucose with a manual injection where she delivered 20 units of insulin. Troubleshooting was performed on the insulin pump. There were no air bubbles and no issue with site. The basal and bolus rates were both programmed accurately. The bolus history displayed all entries based on their recollection. The insulin pump also passed the no delivery test. The customer was advised to call back if the issue continues. The device will not return for analysis.